Event description:
Removal of jp/blake drain attempted without success on initial try. Second attempt to remove jp/blake drain with moderate pressure and the jp/blake drain tubing came out of insertion site; the end of tubing appeared to have broken.